Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) due to a stored episode where anti-tachycardia pacing (atp) was delivered and the electric shock was diverted. Upon review of the stored event, electromagnetic interference (emi) frequency noise with oversensing and up to two seconds of pacing inhibition were observed on the right atrial (ra), right ventricular (rv), and shock channels. Technical services (ts) reviewed possible causes and troubleshooting options. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.